Manufacturer narrative:
The customer reported a hospitalized patient developed a potential deep tissue injury (pdti) to the left buttock with use of the progressa bed and mattress. There was no allegation of a device malfunction reported. The patient in this event is a 73-year-old male weighing 90 kg and measuring 1.82 m in height. The patient was admitted to the intensive care unit on (B)(6) 2024 and was intubated/ventilated. No pressure damage was noted upon admission. The turning frequency was increased from every 4 hours to every 2 hours, the patient was transferred to an alternative air mattress, and no further medical intervention was reported. Although no malfunction of the bed was reported, the customer alleged the progressa bed contributed to the development of the pdti. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The inspection of the bed by a baxter service technician noted that no faults were found. The bed was noted to be working as designed. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A deep tissue pressure injury (dti) is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues from pressure and/or shear. Dti occurs in the tissue that has been subjected to pressures that exceed the tolerance level of muscle tissue. The diagnosis of dti should begin with a history of the patient's exposure to intense pressure, which leads to direct muscle damage. The specific risk profile for dti is seen during periods of ¿confinement¿ on a hard surface such as the floor following falls, ¿found down¿ events, long stays in interventional radiology or magnetic resonance imaging and even on relatively hard surfaces such as the operating room table. During events on hard surfaces, the pressure is intense enough to lead to the deformation of muscle cells leading to dtis in short periods. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. In this event, there was no report of medical intervention required at the time of the initial report. The repositioning frequency was increased, and the patient was transferred to an alternative air mattress, however, there is no confirmation that the dti resolved. Therefore, the reported pdti of the left buttock is considered a serious injury for the reasons stated above. Additionally, there was no allegation of a device malfunction, and the inspection ruled out a device malfunction. At this time, it is undetermined whether the device caused or contributed to the reported injuries. If any additional relevant information is received, the case will be evaluated accordingly.

Event description:
The customer reported a hospitalized patient developed a potential deep tissue injury (pdti) to the left buttock with use of the progressa bed and mattress. There was no allegation of a device malfunction reported. This report was filed in our complaint handling system as complaint #(B)(4).